Event description:
It was reported that during a laparoscopic gastric sleeve procedure, during initial use of the device, error code "relax pressure" when activating device on fat tissue. Error code "retighten assembly" followed. Tried to retest device and error codes continued until "replace device". The device was never activated or used on tissue. Hand piece cord was tested and checked with (B)(4) uses remaining on cord. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the errors "tighten assembly", "relax pressure on blade" and "replace instrument" that was displayed during the procedure. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. A probable cause of an instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.